Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd alaris smartsite pump infusion set was separated the following information was received by the initial reporter with the following verbatim it was reported by customer that the tubing detaches below the blue fitment.

Manufacturer narrative:
Investigation summary: 2 samples were received and tested by our quality team with the customer's complaint of separation. The sets were separated below blue clip upon receipt and the customer's complaint has been verified. The sets were analyzed under high power digital microscope and the end of tubing where it is inserted into the blue clip portion of set had a significant lack of solvent (or glue). The root cause of this failure is due to operator error while applying solvent to the tubing during set assembly. There has been quality alerts and further training of the operator staff since the production of this set to eliminate further occurrences of this failure. A device history record review could not be performed because a lot number was not provided by the customer.

Event description:
Samples.